Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-04097 and 07566 / 07567).

Event description:
Patient's legal counsel reported patient underwent a total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, disability, metallic debris and loosening. It was reported patient underwent a right revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2013 was due to pain. The patient¿s operative report noted cloudy type fluid, fibrinous type material, and a loose cup. Additional information provided in patient medical records indicates a left hip revision performed on (B)(6) 2014 was due to pain. The patient¿s operative report noted grayish staining to the synovium, possible metallosis. Additional information received noted that on (B)(6) 2013 and (B)(6) 2014 patient¿s blood was tested. Product identification was provided.